Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level was 485 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with manual syringe for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. The customer stated that the symptoms related to high blood glucose such as swelling of legs and feet. Customer stated that they alleging insulin pump for under delivery. Customer stated that insulin pump had hardware low level failures alarm. Customer stated insulin exited at the quick release. Customer stated that they unable to perform high performance test but they performed self test and it was passed. The insulin pump and reservoir will not be returned for analysis.